Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having headaches, shortness of breath, post nasal drip, chronic coughing, abnormality in total lung capacity, and subsequently diagnosed with interstitial lung disease. The patient was prescribed with allergy medication. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.